Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were transferred a patient from the intensive care unit bed to the 3t bed when they noticed that a piece of the dignicare rectal tube had come off during the transfer. The part that came off was the green port, which was where they inflate or deflate the bulb to the tube with water. Before transferred to the floor they were able to successfully remove the old one they had to cut the rectal tube and that deflated the bulb and placed a new one. After arriving to 3t and explaining what happened, they were showing the 3t nurses where the old one had broken off. They lightly touched that for them to saw and some of the plastic holding the green port on, fell off. It almost appeared the only thing holding that on was a small amount of glue.